Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a uromax ultra dilatation balloon kit was opened for use. The outer packaging did not indicate latex; however, the inner packaging of the included leveen inflation device indicated contents containing latex. The patient had latex allergies. The procedure was not completed. There were no patient complications and it was reported that the "patient is fine".

Manufacturer narrative:
Device code: the complainant indicated that the outer packaging was not labeled for containing latex, but the inner packaging of a component of the kit stated the device contained latex. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.